Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that patient fell and ended up in hospital. It was stated that they turned the ins off because patient was going to have surgery soon. It was stated they tried turning the ins back on, but was having a lot of side effects. Patient would follow up with the health care professional (hcp). No further patient complications were reported/ anticipated as a result of this event